Event description:
Four (4) channel imed pump had fentanyl drip infusing. The pump stopped working, no alarm sounded, did not go to battery backup. No adverse effect to the pt. Also experienced similar event with another 4 channel pump, and 2 episodes of a 4 channel imed pump which stopped working and alarmed, but did not go to battery backup. Fentanyl drip restarted.